Event description:
It was reported that the stimulation is not working properly. Caller stated that they are having trouble walking and moving. The patient was redirected to their healthcare provider to further address the issue. Patient has contacted the doctor and is waiting for a call back. Scheduled comm 2 for dec 26 as patient was instructed to recharge his implant about a week after placement. Patient's wife will assist with device navigation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.